Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a noise on image and blackout, during a therapeutic colonoscopy procedure. The procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h4, h6, and h11 the customer contacted olympus technical assistance support (tac) via phone. Tac advised that the issue is consistent with high-frequency interference and recommended verifying grounding, using properly shielded medical-grade video cables, and connecting the electrosurgical generator to a different wall circuit. The customer indicated these actions had already been attempted without resolution. The customer informed tac of the event. The device will not be returned to olympus for evaluation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.